Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter was not powering on when he attempted to test his blood glucose. This complaint was classified using the customer care advocate (cca) documentation. On (B)(6) 2012 the patient reported the alleged issue occurred. The patient reported using humalog insulin pump therapy to manage his diabetes. The patient reported in response to the alleged issue, he self administered via pump, 5 units of humalog insulin, an increased dose of medication on (B)(6) 2012. The patient denied developing any symptoms due to the alleged issue. The patient reported on (B)(6) 2012 at 10:30am, he went to the emergency room (ER) and a reading of "400mg/dl" was obtained with a hospital meter. The patient reported on (B)(6) 2012, he was treated with "insulin, intravenous fluid and magnesium." It is unclear if the patient was admitted for an acute complication of diabetes or another medical diagnosis. It is unknown if the patient was admitted to the hospital or discharged on the same day. At the time of troubleshooting, the cca confirmed that the subject meter's battery did not need to be replaced, and the patient was using the correct test strips. When the patient was prompted to insert a new test strip, the meter did not power on. When the patient was prompted to press the power button, the meter did not power on. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he was not able to test his blood glucose due to the alleged issue, therefore delaying treatment, and was treated by a healthcare professional in the ER.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.